Event description:
Same case as MDR ID 2134265-2013-02028 , 2134265-2013-02029. It was reported that during a percutaneous coronary intervention procedure, the motor drive unit automatic pullback was stopped. During the intravascular ultrasound procedure, the motordrive of ilab pullback was suddenly stopped. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable. Additional information has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).